Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device had a seal issue. There was a regrasp alert, end tone was heard but no evidence of energy delivery. They used another ligasure device and it worked fine. There was no patient injury.